Event description:
It has been reportedthat the screw head and shaft became broken while revising the placement of the screw. Patient outcome: no adverse effect reported as a result of this event.

Event description:
Reporter alleged obtaining the results of 513 mg/dl, 210 mg/dl and 169 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.